Event description:
Patinet had temporary pacemaker in place and was pacemaker dependent. The rn was in the room at 0830 & made a note in the record. Sometime after that, the pacemaker wire became dislodged from the pulse generator & stopped pacing the heart. Physcian entered the patient's room at 0845 & found the patient with agonal breathing; the monitor showed flatline with no pacemaker spikes. Alarms were set on the monitor, but failed to alarm. Physician reconnected the pacemaker wire; pacer failed to capture. Family agreed to no resuscitation. Patient expireddevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-dec-91. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, computer software performance tests conducted, electrical tests performed, performance tests performed. Results of evaluation: telemetry failure, none or unknown, none or unknown, alarm failure. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.